Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, the pta balloon allegedly would not track over the guidewire. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the device was returned. The balloon size for this product is printed on the hub and identified the returned sample as a 8mm x 4cm balloon. The guidewire hub was detached from the catheter and not returned for evaluation. Unraveled balloon fibers were identified 3.0cm from the distal tip. The unraveled fibers extend 31.5cm in length. The balloon appeared to have been previously inflated. The catheter was kinked 7.0cm from the strain relief. However as the user did not report any kinks, it is likely that the manner in which the device was packaged for return may have contributed to the kinks. No other anomalies were observed to the device at this time. No other anomalies were observed to the device. Functional/performance evaluation: guidewire patency testing was unable to be performed due to the poor sample condition (i.e. Detached guidewire hub). The inflation hub was connected to an inflation device. The balloon was unable to be inflated. The balloon was soaked in water and the balloon was still unable to be inflated. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is confirmed for a hub detachment and unraveled balloon fibers. The investigation is inconclusive for device-device incompatibility, as functional testing could not be performed due to the poor sample condition. Per the event description, a stent was present at the treatment site. It is possible that there was an interaction between the stent and balloon which tore resulted in the unraveled balloon fibers and the issues advancing the balloon over the guidewire. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Balloon reinsertion: precaution: prior to re-insertion through the introducer sheath, the balloon should be wiped clean with gauze, rinsed with sterile normal saline, and refolded with the balloon re-wrap tool. Balloon re-wrapping should only occur while the balloon catheter is supported with a guidewire or stylet. Advance the balloon catheter over the pre-positioned guidewire to the introduction site and through the introducer sheath. If resistance is encountered, replace the previously used balloon catheter with a new balloon. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, the pta balloon allegedly would not track over the guidewire. There was no reported patient injury.